Manufacturer narrative:
D10: concomitants: (B)(6), 320-42-00 145-deg pe 42mm hum liner +0, (B)(6), 300-01-10 - equinoxe humeral stem primary press fit 10mm, (B)(6), 315-35-00 - glnd kwire, (B)(6), 320-06-42 - glenosphere 42mm, (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-15-08 - sup/post aug plate, r rs glenoid baseplate, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 74 yo female patient, initial right shoulder implanted in july 2021, underwent a revision procedure in (B)(6) 2024, approximately 3 years 5 months post the initial procedure. The patient's right shoulder was very tender and had a small area of granulation at the bottom of the womb, consistent with infection, possibly due to polyethene wear. The pathology results were light growth staphylococcus epidermidis. All implants were removed due to infection. An antibiotic spacer was placed. The 42 +0 humeral liner that was implanted was affected by the recall, the poly did appear to have some wear, but is not certain that was the cause of the infection. The patient had a fall on the right shoulder in 2023, but it appeared fine. Cultures were sent and the pathology well be provided to the surgeon. There were no device breakages or surgical delays during the procedure. X-rays were provided. The explanted devices are available for return. Device images were provided. No further information.

Manufacturer narrative:
The revision reported may have been due to infection as reported. An additional reason for the reported revision may have been prosthesis wear of the humeral liner. However, the reported infection could not be confirmed from the information provided. Additionally, potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. H6: corrected component and investigation clinical codes.